Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens tore posterior capsule as it was injected in to the right eye. The lens was dislocated and decentered after the capsule has been torn. Vitrectomy was performed and an ac lens was implanted. The patient's prognosis is guarded.

Manufacturer narrative:
The delivery device was not returned to b+l for evaluation and the lot number was not provided; therefore a DHR review could not be performed. Based on the current information the root cause of the event could not be conclusively determined.